Event description:
It was reported, the bronchovideoscope exhibited incorrect/insufficient reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Olympus onsite in-service was preformed to review the bedside cleaning using the on-track form. The in-service including bedside cleaning in accordance with the olympus manual. Based on the results of the investigation, it is likely the following led to the malfunction: inadequate or insufficient training. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported from the customer.